Event description:
The customer reported being hospitalized due to low blood glucose of 48 mg/dl. Troubleshooting was performed. The customer's most recent glucose reading was 188 mg/dl, and he has treated with the insulin pump. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. Advised the customer call back when the tubing clamp arrives to perform the high pressure test. While troubleshooting, the customer mentioned that he was given food as treatment because his glucose level went up, and the call was disconnected. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.